Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device gave an ec 41171 error message. There was no patient involvement. This occurred while testing.